Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: battery compartment is cracked under the bumper grip; returned battery cap able to fully attach to the pump and was used to complete all testing. Removed pump cover; a visible inspection confirmed the internal battery was leaking.the black box shows time/date reset after power on reset on (B)(4)2014; battery was removed for 1hr 10mins. Pump was exercised for 24hrs to ensure the battery component was fully charged. After 24hrs the battery was removed for 6hrs. The bench top analysis confirmed when the battery was reinserted after 6hrs without power the time and date reset to 12:00am (B)(4)2007.